Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle would not zero out. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the dial was bent and was not attached to the face of the gauge. It was also noticed that the back of the gauge was creased and scratched. A functional evaluation was performed by introducing air into the device; a leak was found. The connector between the squeeze bulb and the device was not tight. After tightening, the leak was eliminated; however, the gauge still did not move due to the dial being detached. Based on the condition of the returned device, the noted defects likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the gauge needle would not zero out. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.